Event description:
Following successful venipuncture, the nurse was in the process of connecting the IV tubing when the catheter separated from the hub. Digital pressure and tourniquet applied, x-ray taken. Unable to locate catheter on x-ray. Incision made on right arm and catheter segment removed without complications.